Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient lost feeling in her leg, which caused her to fall. Following the fall, the patient stated she was experiencing overstimulation (related manufacturer reference number: 1627487-2020-02776). The patient also was experiencing unexpected shutdown of the ipg at least once a day. As a result, the patient's ipg was explanted on (B)(6) 2020. Surgical intervention resolved the issue.